Event description:
The customer reported high voltage arcing from the system followed by a loss of system functionality. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The battery pack was evaluated and replaced. The system was tested and found to be working as intended and returned to service.